Manufacturer narrative:
The device manufacture date for this product is (B)(6) 2009.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator's screen was unresponsive and the action button was not blinking. The communicator was re-booted but the issue remained. The communicator was replaced. The communicator was out of service. No adverse patient effects were reported.